Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was put through and passed automated diagnostic testing. The device operated appropriately, according to its performance specifications.

Event description:
Boston scientific crm received information that this local representative contacted technical services that this device triggered eol (end-of-life) associated with a monitoring voltage of 2.7 volts with a charge time of 34.6 seconds. The device was explanted and replaced without incident. During the replacement procedure, the agc of the replacement device (model#e102) was programmed to 0.6mv. During the induction, one event was undersensed. The measured v event was 7.93 mv and the following undersensed event was of very small amplitude. The rhythm was appropriately detected and therapy delivered. The agc was not reprogrammed. No further intervention was reported. Subsequently, boston scientific crm received information that this device had been electively explanted and the patient was upgraded to a biventricular defibrillator.